Event description:
It was reported that the glass tip of the laser fiber snapped off during a kidney stone procedure. The glass tip was retrieved using a basket device, and the procedure was completed utilizing an alternative method. There were no patient complications.